Event description:
Post shoulder surgery in 2005 the nursing staff removed the pump and catheter from the pt - the pt was then discharged from the hospital. The pt returned for a follow-up visit and the doctor noticed that a segment of the catheter, approximately 10 cm, was still in the pt. The remaining segment was removed and the pt was discharged with no ill effects or infection.